Event description:
It was reported that the charger would only provide power when the cord was propped in a specific position, and moving the cord caused the charging indicator light on the pad to turn off, with no visible damage noted to the charger or cord. Customer care provided support that included technical support and replacement logistics. Investigation of this case revealed an intermittent connection consistent with a suspected faulty charging pad or cord. No adverse clinical effects reported. Outcomes included no impact to health or therapy continuity reported. It was concluded that device replacement was warranted and a replacement charging pad was provided.